Event description:
Event description guidant received information that a patient with this newly implanted implantable cardioverter defibrillator (ICD) had to be externally cardioverted. Device interrogation showed shock delivery with <20 ohms impedance.